Event description:
It was reported on (B)(6) 2023, that the patient had been having a lot of ventricular arrhythmias, which was identified as ventricular tachycardia (vt). While in the electrophysiology lab they had low flows as low as 0.2 lpm to 1.1 lpm for approximately 26 minutes. The patient was hemodynamically stable during the time with a stable mean arterial pressure of 54-70 mmhg. Log files only showed clusters of persistant pulsatility index (pi) events. The patient's low flows resolved spontaneously by decreasing the speed of the left ventricular assist device (lvad) and slowly ramping it back up, which was done three times. The patient did have a previous history of vt before lvad placement but it was unknown if the vt in this event was related to the lvad. Ablation was completed and it resolved the sustained vt.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of cardiac arrhythmia, bleeding, and renal dysfunction could not be conclusively established through this evaluation. Additionally, review of the submitted log files could not confirm the reported low flow events. A specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 through (B)(6) 2023, per the timestamps. It should be noted that the file did not contain information from the reported timeframe of (B)(6) 2023 as this data was overwritten by newer incoming events, per design. The controller periodic log file contained relevant data from (B)(6) 2023 through (B)(6) 2023, per the timestamps. No notable events or alarms were captured within the files. The pump appeared to function as intended at the set speed. The account indicated that the low flow events resolved spontaneously after three cycles of decreasing the pump speed and then slowly ramping it back up. The patient's mean arterial pressure was reportedly stable at the time of the low flow events. It was unknown if the patient's vt was device or therapy related; however, the vt resolved with ablation. Additionally, it was unknown if the vt resulted in clinical compromise as the patient was intubated and sedated at the time of the event. On (B)(6) 2023, ECMO was removed followed by crrt removal the next day. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists the adverse events that may be associated with the use of the heartmate 3 lvas, including cardiac arrhythmia, bleeding, and renal dysfunction. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was returned to the operating room for bleeding on (B)(6)2023. The source of bleeding was the right chest wall and the bleeding resolved after surgery. The patient received three units of blood and returned to the intensive care unit after their chest was closed. The patient was placed on continuous renal replacement therapy (crrt) on (B)(6)2023. The patient was able to be weaned off of crrt on (B)(6)2023. On (B)(6)2023 venovenous extracorporeal membrane oxygenation (vvecmo) was initiated along with crrt. The patient's oxygenator was removed on (B)(6)2023 and crrt discontinued (B)(6)2023.